Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed.the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Corrected. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. There was no patient involvement.